Event description:
It was reported that the patient had her device removed approximately 6 months after implant after allegedly experiencing leg weakness and numbness, pain at the interstim site, and a lack of therapeutic effect. Unable to follow-up with contact information provided, no additional information was obtained.